Event description:
It was reported that severe hypotension occurred. The chronic total occlusion (cto) target lesion was located in the severely tortuous left anterior descending (lad) artery. A non-bsc guide wire was advanced to the lesion; however, the guide wire caused vessel perforation. A 1.5mmx20mm emerge¿ balloon catheter was used. When the balloon was inflated, the balloon did not expand. The balloon expanded after pressure was increased. It was then noted that the patient experienced severe hypotension. Patient was given levophed. The procedure was completed with an unspecified coil. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).